Manufacturer narrative:
Product analysis: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited oversensing due to electromagnetic interference. Tachycardia episodes were falsely interpreted. The device remains in use. No patient complications have been reported as a result of this event.